Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-04151. It was reported the patient experienced pain located at the ipg site. As such the ipg was explanted and replaced to address the issue. Reportedly, pain at the ipg site has resolved.

Manufacturer narrative:
Date of the event is estimated.